Event description:
During review of medical records received on 01/06/2015 for an unrelated event, it was discovered that patient had peritonitis in (B)(6) 2013. No additional information regarding the peritonitis event was in the medical records.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Based on the information provided, it is unknown how the device may have cause or contributed to the event. The post market clinical department is in the process of requesting additional relevant patient medical records and treatment data regarding the reported event and a plant investigation is underway. A supplemental report will be submitted upon completion of the clinical staff's assessment of the reported information and the plant's investigation.